Event description:
On 01/15/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Immediately following deployment a hematoma was noted; manual pressure was held with successful compression of the hematoma, and the pt was discharged home in good condition later that day. Approximately one week later the pt returned and was diagnosed with having deep vein thrombosis in his femoral vein, which the health care professionals felt was related to the hematoma which had formed post procedure. The pt was admitted and given treatment (type unknown) and then discharged home on subcutaneous heparin therapy. At the time of this report, the pt was reportedly doing well. There has been no report to the MFR of further complication or pt sequelae.